Event description:
It was reported that a patient underwent an unknown spinal procedure for a fracture at t12. It was reported that the devices fell off at adjacent caudal levels. Surgeon took patient to another hospital for procedure to extend the fusion and perform a couple of ponte osteotomies at the lower level as well with some r90 cages. Original screws were left in situ at the top of the construct and additional ones were placed at the lower levels, fusing to l4 with a plif at l3-l4. Patient complained of pain at the ward a couple of days postop. X-rays showed six set screws had become loose and the rods were sitting proud bilaterally. The two most superior set screws were still in the heads of the legacy screws; however the 2nd and 3rd on both sides were completely off. Surgeon removed offending screws and set screws and replaced with legacy 5.5. A crosslink was placed at the t12 level and some additional rod contouring was completed. The original rods were left insitu, as well as the set screw and screws which hadn't become loose. No further details are known at this time.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.

Manufacturer narrative:
Analysis of the returned device shows that 'there does not appear to have been any product defects.' It appears that two of the set screw returned had not been fully tightened down on the rods, this could have resulted in the set screws coming loose.

Manufacturer narrative:
The device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.